Event description:
It was reported that the patient received inappropriate therapy followed with a message indicating possible circuit damage. It was suspected that the lead was damaged. The system was removed due to infection.

Manufacturer narrative:
No medwatch form was received.